Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant procedure, patient had blurred vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure.

Manufacturer narrative:
Additional information was provided in a3.a, and b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the physician stated that this patient was unable to tolerate monovision and that's why lens was exchanged, and patient had no other problems to report. There was no problem with the lens itself.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: "the physician stated that this patient was unable to tolerate monovision and that is why lens was exchanged and had no other problems to report. No problem with the lens itself". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that "this patient was unable to tolerate monovision and that is why lens was exchanged and had no other problems to report. No problem with the lens itself". Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).